Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, observing a pump value of 302 mg/dl and a confirmatory fingerstick of 272 mg/dl after eating without a meal announcement, after which the user calibrated the pump; the device continued to deliver correction doses and glucose trended down to 176 mg/dl on follow-up. Symptoms included elevated blood glucose. Outcomes included no injury and no medical intervention beyond monitoring. Investigation included technical review through customer support troubleshooting and user education regarding meal announcement and monitoring. Investigation of this case revealed user-related factors consistent with a missed meal announcement leading to postprandial hyperglycemia, with the device delivering corrections as designed. It was concluded that the event was attributable to use conditions rather than a device malfunction, and that the device operated within its intended function. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.